Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has had chronic inflammation, pain, redness and light sensitivity which as not resolved. She has been on steroid eye drops since (B)(6) 2018 and every time she starts to taper it down, the inflammation, pain, etc., flares up again. The doctor ordered autoimmune disease lab work on me and it was all negative. The patient was diagnosed with chronic iritis at her last eye exam visit. Additional information was provided by the surgeon, who reported that at the patient's last visit mild iritis was noted in the other (left) eye. In the surgeon's opinion, the condition is most likely an autoimmune related, bilateral condition. The surgeon reported that although cataract surgery of the right eye may have induced an elevated inflammatory response, he did not feel that the iol was directly causative.